Event description:
It was reported that the patient underwent l4-l5 transforaminal fusion using rhbmp-2/acs with autograft, and implanting rhbmp-2/acs with a stryker peek cage, and instrumentation. Subsequently, the patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment, including an additional surgery" approximately 3 months post-op. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009 the patient underwent: l4 decompressive laminectomy for spinal stenosis. L4-5 posterolateral fusion. Transforaminal interbody fusion technique of l4-5. Application of intervertebral cage at l4-5. Posterior non-segmental instrumentation with pedicle screws and rods. Local bone graft harvest application for intervertebral and posterolateral fusion. Use of intraoperative neuro-monitoring. Preoperative diagnosis: l4-5 spinal stenosis. L5-5 spondylolisthesis. Findings: l4-5 central stenosis and bilateral neural foraminal stenosis. L4-5 spondylolisthesis, grade 1. Preoperative neuromonitoring findings included a decrease in the right l3 amplitude of 40%, a decrease in the right l4 amplitude of 80%, and a decrease in the right l5 amplitude of 80% prior to the beginning of the case. Implants: implants used in this case include stryker xia screws, 6.5mm x 45mm in length x four as well as a stryker unilef peek cage, size 10x30mm. Small kit of rhbmp-2/acs. Per-op notes: ¿at this point, the local bone graft which had been crushed in the bone mill was then inserted into the anterior disc space using bayonet pick-ups and a bone tamp. Meanwhile, the rhbmp-2 bone graft was cured on the back table, and a 10x30mm unilef peek cage was packed with a small kit bmp sponge.¿ on (B)(6) 2009 the patient underwent: exploration of previous decompression on the right side of l4-5. Removal of right l5 pedicle screw. Right l5 hemilaminectomy and decompression of the right l5 nerve root and re-exploration of the right l4-5 disc space. Replacement of the right l5 screw with a 7.5x40 mm stryker polyaxial screw. Use of intraoperative neuromonitoring and pedicle screw stimulation. Pre-op and post-op diagnosis: right l4-5 soft tissue swelling and right l5 radiculopathy. Findings: lateral cortical breach of the right l5 pedicle screw. Right l4-5 granuloma with right l5 nerve root compression. Unobtainable r l5 amplitude and latency on initial pre-op ssep monitoring. Improvement of right l5 nerve root amplitude and latency to 80% of the normal neuro monitoring. Emg evoked thresholds > 20ma for the right l4 and l5 pedicle screws.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.